Event description:
Boston scientific received information that this right ventricular (rv) lead had high out of range shock impedances. A review of the stored electrograms in the arrhythmia logbook show appropriate sensing and no evidence of noise. No adverse patient effects were reported. As of today the lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.